Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect the day prior to report. The patient reported she could 'hardly walk' and that she was 'bumping into things.' It was also noted that the patient fell and hit her back on the towel rack in her bathroom a 'while ago.' It was reported that the patient checked her device the week prior to her report. The patient further reported that she had shut off her device a week prior to report 'to have teeth pulled' and was unsure whether the device had been turned back on afterward. The patient noted that she had dropped her programmer 'a while ago.' The patient reported seeing the manufacturer 'splash screen' on the device and being unable to check the devices power state. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v061216, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v061216, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient did not check to see if her device was on after the dentist because she ¿felt too bad.¿

Event description:
Additional information received reported that the patient had no concerns regarding her device or therapy.